Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported that the plaintiff experienced recurrent abdominal and suprapubic discomfort, bladder infection, low back pain, urinary frequency, dribbling during urination, recurrent cystitis, incomplete bladder emptying, and urinary tract burning. Furthermore, it was reported that the plaintiff died. The causes of death reported were ruptured abdominal aortic aneurysm and acute myocardial infarction. Related to MFR # 2183959-2015-00609.